Event description:
It was reported the patient was re-admitted for melena on (B)(6) 2025 until (B)(6) 2025. The patient was scoped and the colonoscopy was positive for an ulcer, but there was no active bleeding. Low flow alarms were noted. The cause of the low flows was thought to be melena/bleeding related. The low flow alarms resolved after the bleeding resolved.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Section e1: reporter phone number as reported: (B)(6). Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the low flow alarms, as well as a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event of melena could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Further related events have since been reported, see MFR# 2916596-2026-01238. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.